Manufacturer narrative:
Batch review performed on 02 october 2018: lot 147535: (B)(4) items manufactured and released on 13 march 2018. Expiration date: 2023-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon was unable to use cages larger than 10mm in the patient. The surgeon only uses flush plates as his personal preference (compatible till 12mm cages). The surgeon implanted the cage without the plate and the cage sunk. He used the standard inserter. The surgeon spent 30 minutes to reposition it. The surgery was completed successfully.